Manufacturer narrative:
Additional: it has since been reported that the patient experienced device extrusion. This report is submitted on april 4, 2019.

Manufacturer narrative:
(B)(4).

Event description:
Per the surgeon, the patient experienced a loss of osseointegration resulting in fixture loss. The patient has not been reimplanted with a new device as of the date of this report.